Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had a lead "turned off." It was also reported that "it wakes them up every morning at two o'clock". It was thought that it was due to the positioning of the lead. The lead has been inactivated. No further patient complications have been reported as a result of this event.